Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This report is one of two for the same patient on subsequent treatments.

Manufacturer narrative:
(B)(4) - a supplemental report will be completed upon the completion of the plant's investigation. This report is one of two for the same patient on subsequent treatments.

Event description:
A peritoneal dialysis patient reported his cycler alarmed for heater bag and supply bag alarms, treatment was discontinued. When removing the cassette fluid was observed inside the cycler door on the pump heads when the tubing set was removed. The patient completed treatment with manuals in the meantime. The set was not made available for evaluation. During follow up the patient's nurse reported his effluent remained clear. There was no adverse event reported.